Event description:
It was reported that the buttons on the customer's insulin pump ceased functioning after he changed out the sensor and after a battery change. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. No frozen screen was noted. No battery out limit alarms could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.